Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5 minutes after inserting the guide wire through the patient¿s right internal jugular vein, a resistance was felt by the doctor. It was reported that ¿roughness¿ was felt when it was passing through the cannula needle as well as when it was advanced in the blood vessel. The guide wire placement was completed, and the cannula was removed. To check for the movement, the physician tried to move it back and forth, but the device did not move. For safety, it was removed by several procedure. A new pack was opened and inserted. Dialysis was performed after without problem. There was no reported patient injury.